Manufacturer narrative:
The ge healthcare service representative replaced the central processing unit board and cable, and the unit was returned to service.

Event description:
A ge healthcare service representative performed a checkout of the equipment and discovered the unit would not change modes of ventilation. There was no report of patient involvement.